Manufacturer narrative:
The ge service rep could not duplicate the error. The batteries are within manufacturer's specifications, the system is working as intended.

Event description:
The customer reported that the system was giving a pre-charge error message, instructed the user to power off, and to wait 5 seconds. No patient injury was reported.